Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. Date of event is an estimated date.

Event description:
According to the available information when the doctor tried to tighten the sling the anchor broke. No adverse patient events were reported.

Event description:
According to the available information when the doctor tried to tighten the sling the anchor broke. No adverse patient events were reported.

Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the sling revealed the static anchor and dynamic anchor had detached from the mesh and were not received. Visual observation of the mesh where the static suture was attached confirmed the welded area of the suture was still attached. Microscopic examination of the static suture where the anchor had detached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic suture was still attached to the mesh as received, however the dynamic anchor and tensioner loop were detached and not received. Blood residue was noted on the mesh. No abnormalities were noted with either introducer. The information received indicated that the anchor broke during the tensioning part of the procedure. Quality confirmed the static and dynamic anchors had both detached. As the anchors were not received, it was concluded that the detachment most likely occurred during the tensioning part of the procedure. As the detachment ends of the static and dynamic sutures were both rough and irregular, this indicated that excess stress most likely was exerted to result in the separations noted. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.